Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the tubing set, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported tubing occlusion. Epidural pump machine alerted with occlusion in line. Line checked for any kinking, nothing seen. Disposable changed three times. Pump then not priming the new disposable. Another pump obtained, and a new disposable line recommended. Same issue with pump alerting that there was an occlusion in the line. The epidural was topped off as unable to administer infusion via disposable. Patient uncomfortable, as epidural wearing off.